Manufacturer narrative:
The internal investigation of (B)(4) determined the root cause of dpb1*33:01 allele as a positive reactivity for primer mixes dpb027b and dpb039a. Kit documentation for catalog # 451616d will be updated to change the allele reactivity of the primer mix.

Event description:
The internal investigation of a customer complaint (B)(4) identified an incorrect allele assignment of the dpb1 *33:01 allele as a positive reactivity for primer mixes dpb027b and dpb039a. This may cause a mistype result for hla typing. It was discovered that dpb1 ssp unitray with taq 12 test (catalog# 451616d, lot 008 1190373) was affected by the same issue.